Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer mentioned that the failed drawer can't be recovered, they tried to restart the machine, but didn't resolve the issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a bad drawer controller. The field service engineer replaced main drawers 6 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.